Manufacturer narrative:
Other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a health care (hcp) provider regarding a patient who was implanted with neurostimulators for essential tremor and movement disorders. It was reported that patient fell on the day of this call and broke her hip. Hcp was unsure if the fall was related to the patient's therapy. It was indicated that patient was in hospital and patient's implantable neurostimulator (ins) interfered with EKG readings. This occurred on (B)(6) 2016. Additional information has been requested regarding the patient's outcome and device issues but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. Refer to manufacturer report #3004209178-2016-05744.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the doctor's office that reported they hadn't seen the patient since (B)(6) 2014. Their office only did the implants but not the routine follow-up. The patient was expected to be seen by their neurologist or pain management physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.